Event description:
It was reported that a patient underwent a lap scope on (B)(6) 2013 and suture was used. While the surgeon was suturing intra-corporeally, the needle snapped off of the suture strand. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.